Event description:
Caller alleged discrepant precision results using the inratio meter. Doctor increased patients coumadin dosage by 1 mg on (B)(6) 2010. Callers husband reports that he has to poke finger 2-3x each time to get blood out.

Manufacturer narrative:
Investigation pending.